Manufacturer narrative:
(B)(4), h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced bleeding after sensor insertion which occurred the day the sensor had been inserted into the abdomen. The patient applied pressure dressings to the site at home. However, the patient was still unable to control the bleeding, so he decided to go to the emergency room (ER). The patient was also on blood thinner medication, which he believes may have played a role in the bleeding he experienced. At the ER, the patient was injected with a combination of lidocaine and epinephrine at the sensor insertion site to stop the bleeding. The patient¿s bleeding stopped after this treatment. At the time of contact, it was indicated that the patient felt fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.